Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had dislodgement/placement difficulty and high thresholds. The rv lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the full lead was returned, analyzed and no anomalies were found. (B)(4).